Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that alleges that the tracheostomy tube was found deflated at the cuff after an unknown amount of time in situ. The cuff was unable to be re-inflated. Leak check prior to use was reported to have been performed with no leakage observed at that time. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
A review of the device history records relevant to the reported lot number revealed no deviations or abnormalities during manufacturing. The returned product sample was confirmed to have a hole in the cuff material. To verify that there were no situations or practices that could create/generate the event described by the reporter, an audit of the production floor of product code: 100/515/060 was conducted; note, reported product code: 100/515/080 follows the same manufacturing process as 100/515/060. Production personal were confirmed to be following procedure. The line clearance records were performed, and all training records were current. The reported product fault was not confirmed to be related to a manufacturing issue; however, a corrective action request was implemented to further investigate the root cause of this failure mode.